Event description:
Reportedly, during a pacemaker implantation procedure on (B)(6) 2013, the value of atrial wave (p wave) amplitude was not displayed during real time tests. However, after ending the operation, the pacemaker was re-interrogated and the value of atrial wave (p wave) amplitude was displayed during real time tests.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.